Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at school when he lost consciousness in the hallway. The school nurse was nearby and found him. The patient was brought to the school clinic. The patient¿s cgm was reading 120 mg/dl, and the bg meter was reading 34 mg/dl (captured in this complaint). The patient was wearing a tandem mobi insulin pump. The patient was treated with baqsimi (nasal glucagon spray). The patient recovered after treatment and was able to attend class again. Later that day, the patient¿s sensor failed. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.